Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. This is pending repair information.

Event description:
The customer reported the ventilator has an error and alarmed. This can indicates a vent inop condition. The customer reported the device was not in use on patient.

Manufacturer narrative:
Per field service engineer (fse) the customer reported that the unit alarmed with da pcba adc failed vent inop occurrences. The fse cleaned the air filter and the unit passed the test.